Manufacturer narrative:
(B)(4). Batch #: u5ew9k. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with two reloads present. The reload (b) was received partially fired 1/16. The reload (c) was received partially fired 1/16. Upon evaluation of the reload, the one piece sled was noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. After further evaluation, the bulkhead contacts were noted to be damaged making the instrument non-functional. No functional test was performed due the condition of the device. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The damage to the bulkheads contacts has been correlated to a manufacturing process. The damage to the one piece sled has been correlated to the design.

Event description:
It was reported that during the lobes and bronchi surgery, could not fire when severing lobes tissue on the 1st firing. Changed another ecr60b, could not fire when serving bronchi on the 5th firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.